Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 240.3mcg/day via an implantable pump. It was reported the patient was septic. There were no reported environmental external or patient factors that may have led or contributed to the issue or diagnostics or troubleshooting performed. Additionally it was reported that the patient developed a temp on (B)(6) 2021, the infection type, so far (B)(6). The pump was initially placed (B)(6) 2020. A cap (catheter access port) procedure was done because of lack of therapy and consistently needing increase. No csf (cerebral spinal fluid) was obtained. A revision was done by the physician (B)(6) 2021 manufacturer report number 3004209178-2021-10888. The patient returned to the clinic (B)(6) 2021, the pump was decreased another 20%. The patient returned to clinic on (B)(6) 2021 and they removed staples from back incision which was clean and dry with approximated edges. They left the staples in abdominal incision and the patient saw the physician the next day. He removed staples from the abdominal incision and felt there was no sign of infection in either incision. The patient was brought to emergency room elevated temp on (B)(6) 2021. The system was explanted, septic per the physician office. It was unknown if the issue was resolved at the time of the report.